Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery with pre-op diagnosis as lumbar stenosis. Intra-op, during final adjustment of the pedicle screw, surgeon engaged the driver in the screw to advance the screw and the tip of the driver broke off in the screw. The tip of the screw driver that broke off was cold welded inside the tip of the screw. Surgeon was unable to get it out of the screw. Fragment of the instrument remained inside the patient. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.